Manufacturer narrative:
Batch review performed on 18 september 2024: lot 2337090: (B)(4) items manufactured and released on 05-oct-2023. Expiration date: 2028-sep-23. To date, no items have been implanted. Additional implant involved, batch review performed on 18 september 2024: gmk-sphere 02.12.0611fl gmk-sphere tibial insert - flex s6l - 11 mm (k140826) lot 2337089: (B)(4) items manufactured and released on 05-oct-2023. Expiration date: 2028-sep-23. To date, one item has been implanted. Investigation performed by washing and packaging manager: a mix-up occurred between 2 lots, 2337090 and 2337089. In preparation for final packaging and upon completion of step 530 of the route cards, which were completed on 25-sept-2023, an operator error occurred, causing the pieces of lot 2337089 to be combined with the documentation of lot 2337090 (and vice versa). This was an isolated error involving a full and direct exchange between these two lots, caused by an oversight in execution of the procedure defined for the operation. Analysis of the production records confirms this occurrence was distinct to the lot numbers involved, with a full accounting of precisely (B)(4) pieces for each lot. All (B)(4) pieces of lot 2337089 were packaged with the labeling of lot 2337090, and all (B)(4) pieces of lot 2337090 were packaged with the labeling of lot 2337089. This results in all pieces being accounted for, and not opportunity for other pieces or lots to be affected by this occurrence. CAPA file has been open to prevent a reoccurrence of the event. Recall was performed to remove the items from the market. Us was not involved as no items had been shipped there.

Event description:
During the surgery, a tibial insert 6-11mm (reference 02.12.0611fl lot 2337089) was found inside the box of a tibial insert 6-12mm labeled 02.12.0612fl lot 2337090. Another box of the same lot 2337090 was opened, and the same issue was found (the box contained 02.12.0611fl lot 2337089). Surgery completed with a cr 12 mm insert (another 12mm flex insert was not available).